Event description:
Hospital reported an air injection of approximately 20-30cc's occurred during a CT procedure. The patient was sent to the emergency room and was later transported to another facility where the patient was placed in a hyperbaric chamber, as a precaution. The patient is now fine.

Manufacturer narrative:
A medrad service representative checked the injector with no problems found. The hospital returned some plungers from syringes that were used during the day of the incident, but it is unknown if this product was actually used during the incident. Once the failure analysis is complete on the returned product, a follow-up report will be sent.